Event description:
Baxter (B)(4) received a report that an infusor had a separated coil cap during patient use. This condition interrupted therapy and breached the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions were noted. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4).evaluation summary:baxter received one sample for evaluation. Visual examination of the unit confirmed that the coil cap separated from the cover. The root cause was determined to be a manufacturing defect. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.(B)(4).